Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient didn't feel any stimulation. Patient said they were able to connect to their ins earlier this week but now they couldn't connect at all. During the call, the patient was seeing the poor communication screen on their patient programmer. Patient tried connecting with and without attachment. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent attempted to capture programmer serial number, but patient did not see the correct numbers. Additional information was received. Patient called back to obtain the hcp's phone number because they needed to reschedule their appointment. The hcp's phone number was provided. Additional information was received from the patient. When asked about the cause of not feeling any stimulation they stated "yes." When asked what steps were taken to resolve the issue they stated that they went to the doctor and they would need to do another surgery. When asked about the cause of not being able to connect they stated "not yet." They repeated that they would need to do another surgery but that they had not yet.